Event description:
It was reported that the patient was admitted into the emergency room. The patient did not provide a date for this occurrence. The patient reported that they received an emergency insulin shot but they did not provide information on how or where they received the shot. The patient alleges this due to not being able to log into their podder central account. The patient refused to answer any more questions about the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d4: model no changed from pt-000405 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4).